Event description:
I'm reporting an event in the hospital " with dr. ", patient *, where the plate of teno suspension rigidloop adjustable which failed. Initially the implant was passed strained threads, the plate was blocked, the interference screw was placed and the remaining ligament was cut, at the time of cutting the threads of the femoral part the graft is raised and it is tensed normal the thread is cut green and at the time of pulling the thread to cut the remaining came the plate with everything and the thread. The surgery lasted 30 minutes, specialist indicates that it will touch to treat the patient, it was solved by placing another screw. It was reported by the healthcare professional in colombia that during an unknown procedure on (B)(6) 2024, it was observed that the rgdloop adjustable stand device broke while tensioning. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) h4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date as reported as unknown on the initial report; and has been updated accordingly. Investigation summary. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (9l96462), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.